Event description:
It was reported that the device had a failed accuracy test. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 29-jul-2024. H3: one device was returned for repair in used condition with complaint of failed accuracy test. No applicable evidence to review in event log. This device has not been in for service in the review period. Visual/functional testing was performed. The reported problem of failed accuracy test was confirmed by functional test. Replaced the expulsor to correct the problem. Device passed all functional tests after repair.